Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the air passage during an airway dilatation procedure performed on (B)(6) 2023. During the procedure, the balloon was leaking liquid. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak. Block h10: investigation results the returned cre pulmonary dilatation balloon was analyzed, and it was found that the balloon had a pinhole located approximately at 12 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 12 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the air passage during an airway dilatation procedure performed on (B)(6) 2023. During the procedure, the balloon was leaking liquid. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.